Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the attachment had "difficulty inserting cutter." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.